Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 508 mg/dl and insulin injections were used to address the bg level. The customer changed the infusion set site and no damage was noted to the cannula. As the occlusion alarms had occurred in the past and the infusion set had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported that the bg level was back to "normal".